Event description:
It was reported that during procedure the tip of the conical tap 7mm broke inside of the patient. The piece could not be recovered. A revision surgery was required.

Manufacturer narrative:
Results of investigation: it was reported that during procedure the tip of the conical tap 7mm broke inside of the patient. The piece could not be recovered. A revision surgery was required. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, there is no information available to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that no adequate materials has not been received to fully evaluate the complaint. Excessive pressure, the age of the instrument or other procedural variances cannot be ruled out as a contributed factor of the reported event. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed. Correction g1

Event description:
It was reported that during procedure the tip of the conical tap 7mm broke inside of the patient. The piece could not be recovered. A surgical delay no greater than 30 min was reported.